Manufacturer narrative:
Lot dr16i22023 was manufactured on 09/23/2016, lot dr16g26077 was manufactured on 07/27/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the two lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported 2 potential lot numbers: dr16i22023 and dr16g26077. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink blood set leaked. During a blood transfusion via gravity, the blood had collected "around the white lip of the filter as if there was not a good seal". The staff had to change the set twice. There were no visible abnormalities or damage to the product or its packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.